Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient experienced seizures, he didn´t experienced any symptoms prior to seizure. The cgm reading was 60 mg/dl at that time. The patient´s mother took a blood glucose reading and she reported that the reading was really low but she couldn´t remember the exact value. The patient¿s mother treated the patient with a glucagon shot and then called the ambulance. The ambulance and took the patient to the hospital; there was no treatment administered by the paramedics. At the hospital, no treatment was provided because when the patient arrived, they took a blood glucose reading and it was already 107 mg/dl. The patient was discharged from the hospital and at the time of the report he was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.